Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found to have thermal damage on the molded insulator. The electrical continuity test was performed and passed. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start pre-anesthesia of a da vinci-assisted simple prostatectomy surgical procedure, the maryland bipolar forceps instrument was observed to have plastic chipped at the jaw. The user completed the procedure using the same system. No known impact or patient consequence was reported.